Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.